Event description:
The customer observed falsely elevated magnesium results on architect c4000 processing module for one patient. The results provided were: patient 1: initial=6.5 mg/dl /repeated=1.6 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) observed misaligned and damaged mixer list # 09d59-04. The mixer replacement and alignment which resolved the customer¿s issue. No additional discrepant result issues have been reported since the parts replaced. A review of service history for the architect c4000, serial number (B)(4), revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect c4000 did not identify any trends. A review of historical data for the mixer did not identify any trends. The architect system operations manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results: including, but not limited to, replacing the mixer list # 09d59-04 4. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. A labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the mixer or the architect c4000 processing module, serial number (B)(4) was identified.